Manufacturer narrative:
E4: medwatch mw5090658 was received by csi. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional attempts are being made to have the device returned for analysis. If the device is returned, a follow-up MDR will be submitted with analysis results. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. A separate report (MDR 3004742232-2019-00286) has been submitted relating to the viperwire. Date received by manufacturer - initial report of the incident received on 10/18/2019 did not indicate reportable issues were related to the oad, only to the viperwire. Additional information was received 10/28/2019 from the physician. Date of receipt of reportable information relating to the oad was 10/28/2019. (B)(4).

Event description:
Initial access to the area of interest was difficult during fractional flow reserve testing in the left anterior descending artery (lad), after which a diamondback coronary orbital atherectomy device (oad) was used to successfully treat a lesion. Wire exchange was performed, and access was gained in the circumflex artery. The oad was then reinserted and positioned for treatment of a 90% occlusive lesion in the circumflex artery, which was tortuous. Some wire bias was observed but was not of concern. After about ten seconds of treatment, the audible pitch changed, and the treatment speed of the oad seemed to slow. The crown of the oad jumped forward. The oad was turned off, and imaging was performed. Nothing of concern was seen on imaging at that time, though the crown of the oad was close to the spring tip of the viperwire. The oad was retracted, and glideassist was used to reposition the crown closer to the lesion. Glideassist stopped working unexpectedly. During attempted removal of the oad, imaging indicated that the spring tip of the viperwire had fractured. The oad was stuck in the lesion, which resulted in no flow and hemodynamic instability. The patient became symptomatic (bradycardia, tachycardia, and hypotension), and a code was called. Cardiopulmonary resuscitation began. Additional force was used to free the oad, which was removed intact. The patient's condition improved. Successful attempts to remove the wire fragment caused delay of the procedure, and the patient's conditioned again declined. Imaging also revealed a dissection in the circumflex artery, which the physician attributed to the oad having jumped. A stent was deployed in the circumflex artery, but the code had been ongoing for a significant period. The patient expired. In the opinion of the physician, the patient's death was most likely caused by acute ischemia of the circumflex territory leading to arrhythmia (both bradycardia and tachycardia) and cardiogenic shock while the above measures were accomplished. Additional information indicated that the patient had been admitted for syncopal episodes friday (B)(6) 2019, and access issues were encountered during unsuccessful attempts at catheterization that day. Atherectomy was then successfully completed during another procedure on monday (B)(6) 2019, though gaining access had been difficult during that procedure as well. None of the described issues were attributed to csi devices.